Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kink in the stylet was confirmed but the cause is unknown. The product returned for evaluation was a 3cg stylet in two pieces. What appears to be blood residue was seen throughout the sample. There was a complete break in the magnetic region, with the distal segment being 1.54¿ long. There were very slight kinks in this segment 0.2¿ and 1.1¿ distal of the break site. A kink was noted in the magnetic region of the proximal segment, 0.2¿ proximal of the break site. Microscopic examination revealed no breaks or fractures within the magnets themselves. The slight kinks in the region showed that the polyimide tubing was slightly compressed in the transition between the magnets. Microscopic examination of the polyimide tubing at the break site revealed that the tubing was compressed into an oval shape and contained uneven break edges. The oval shaped cross section at the break site may be indicative of a kink prior to the break. The polyimide tubing was cut by the investigator, distal of the break site, to allow for dimensional analysis of the tubing. The outer and inner diameters were measured and met the device specifications. A photo was also returned for evaluation where the stylet was kinked but not broken. The location of the kink in the photo appeared to be consistent with the break seen in the physical sample. It is likely that the stylet had broken outside of the body after this photo was taken. The exact cause of the kink in the stylet could not be determined from the returned sample. Possible contributing factors could include advancing or retracting the stylet against resistance, extension of the stylet tip past the trimmed end of the catheter, and/or advancing the catheter/stylet through a tortuous path. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "this happened (B)(6) 2021. Unable to get correct placement via 3cg. PICC nurse finally pulled the wire back and found it was kinked like this. She didn¿t feel any resistance removing this wire and was surprised to see the bend. A contributing factor was the patient had another central line in the svc; she was never able to get this line to drop. Opened another kit and placed without difficulty."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refn2108 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "this happened (B)(6) 2021. Unable to get correct placement via 3cg. PICC nurse finally pulled the wire back and found it was kinked like this. She didn¿t feel any resistance removing this wire and was surprised to see the bend. A contributing factor was the patient had another central line in the svc; she was never able to get this line to drop. Opened another kit and placed without difficulty."